Event description:
It was reported that a (B)(6) sheath deteriorated at some point. It was noted that fragments were not found via fluoro in the body. The original device has been used, and the procedure was completed successfully with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).